Event description:
It was reported that a power injectable microbore catheter extension sets one-link valve disconnected from the female luer during infusion of a non-baxter drug on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided. The sample is not available for evaluation. If additional information or samples become available, a follow-up report will be submitted.